Manufacturer narrative:
Concomitant medical products: mcs-p3-31-aoa-us valve, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, high impedance , sudden impedance rise, high thresholds and non-capture at highest output. It was suspected the rv lead was fractured. During explant of the lead the helix could not be retracted the rv lead was successfully explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.